Manufacturer narrative:
(B)(4). Batch # unk. Only publication year (2018) is known. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Do you believe the patient complications reported in the article were caused or contributed by the ethicon device? Please describe the problem(s) experienced with the device.

Event description:
It was reported via literature article entitled: local antibiotic decontamination to prevent anastomotic leakage short-term outcome in rectal cancer surgery. Author : ulrich wirth, susanne rogers, kristina haubensak , stefan schopf, thomas von ahnen, hans martin schardey. Citation: int j colorectal dis (2018) 33:53¿60; doi: https://doi.org/10.1007/s00384-017-2933-2. The study aimed to investigate the effectiveness of local decontamination in routine clinical use in rectal cancer surgery. Between 199 and 2016, 206 patients with rectal cancer underwent elective rectal resections with primary anastomosis: low anterior rectal resections (lar) (n=155; n=94 male and n=61 female; age of 68.6±10.7 years) and anterior rectal resections (ar) (n=51; n=39 male and n=12 female; age of 69.4±9.9 years). In the procedure, a circular double-row stapler (ils circular stapler) was used for creating the anastomoses. Postoperatively, complications included deep infection (n=7), organ space infection (n=16), clostridium difficile infection (n=7) treated with either oral metronidazole or vancomycin and anastomotic leakage (n=12) which required re-laparotomy (n=9), CT-guided drainage (n=2) and antibiotic therapy (n=1). One patient who developed anastomotic leakage died due to septic complications. Local decontamination combined with mechanical bowel preparation seems a feasible, safe, and effective way in prevention of anastomotic leakage in elective rectal surgery with only few, if any, side effects.